Manufacturer narrative:
Vyaire complaint number (B)(4). The affected sample was returned for evaluation for the reported issue of "delivered tidal volume exceeding the high limit". Functional tests were performed and found the device to function normally. The vyaire medical failure analysis technician was unable to duplicate the reported issue, and a root cause could not be determined.

Manufacturer narrative:
Vyaire file identification: (B)(4). A third party service technician evaluated the device and was unable to duplicate the battery low alarm reported complaint. A flow valve and turbine manifold was installed during warranty repair. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the lap top ventilator 2200 delivered tidal volume exceeding the high limit. Set at 500 ml: low 450, high 550. Measured 552 ml failure, weird noise and battery low alarm. At this time, there is no information regarding patient involvement associated with the reported event.